Event description:
A (B)(6) female patient's granddaughter called zoll customer support to report that the patient was receiving a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed a pulse-lead hipot test and a therapy electrode recognition test. The cause for the failures was a cut in the electrode belt's trunk cable. The cut cable damaged the red (can h), white (drvn_gnd), yellow (pgnd), and black pulse wires in the trunk cable. The damaged cable prevented the electrode belt from communicating with the monitor. The root cause for the cut cable could not be positively identified, but the damage likely resulted from physical abuse. No adverse event resulted from the damaged trunk cable. The patient received a replacement electrode belt.